Event description:
Loosening of the tibial base was noticed at five-months post-operative. Revision surgery required.

Manufacturer narrative:
Device was not returned. Radiographs were not usable. No additional info was made available after multiple requests. Tornier inc. Is submitting this medical device report as a result of a proactive review of vigilance events reported to the (B)(4) or to other competent authorities in the european union during 2009 and 2010. The events described in this medical device report occurred outside of the united states. This is the initial report submitted regarding this surgical event and medical device. The info contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on info submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.